Manufacturer narrative:
Conclusion: hernia is a well-known potential complication of pd therapy. Increased intra-abdominal pressure during peritoneal dialysis due to the dialysate can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. Therefore, a possible causal or contributory association between the ccpd treatment with the liberty cycler and the patient¿s abdominal hernia which required surgical mesh repair cannot be ruled out. Additionally, there is a possible association between the patient¿s abdominal hernia and the surgical placement of the pd catheter (not a fresenius product) which required catheter repositioning in (B)(6) 2017. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was reported by a patient contact, that sometime in (B)(6) 2017 it was discovered this patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) since (B)(6) 2017 had an abdominal ¿seroma¿ hernia approximately 1.5 inches below the pd catheter (not a fresenius product). As a result, on an unknown date the patient underwent hernia repair with surgical mesh as an outpatient. Approximately 2 months later, the implanted mesh became infected which warranted surgical removal and temporary placement (approximately 2 weeks) of an abdominal drain. It is unknown if the patient was continued on pd therapy after initial hernia repair (sometime in (B)(6) and during/status post mesh infection/removal. However, it was reported the patient was been able to continue cycler-assisted pd therapy without further complications. On (B)(6) 2017, the patient's contact made a service call reporting experiencing some drain alarms (during ccpd treatment) for the last month. At the time of the call it was revealed the patient had pd catheter repositioning (unknown date) with a prior history of pd catheter exit site infection ((B)(6) 2017). Treatment date for (B)(6) 2017 was captured during the service call. A clinical review of treatment data for (B)(6) 2017 was performed and did not indicate increased intra-abdominal pressure (iipv); 70% drain criteria, 150% fill criteria and 180% overfill check were met.

Manufacturer narrative:
Corrected initial date received: 12/13/2017.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was reported by a patient contact, that sometime in (B)(6) 2017 it was discovered this patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) since (B)(6) 2017 had an abdominal ¿seroma¿ hernia approximately 1.5 inches below the pd catheter (not a fresenius product). As a result, on an unknown date the patient underwent hernia repair with surgical mesh as an outpatient. Approximately 2 months later, the implanted mesh became infected which warranted surgical removal and temporary placement (approximately 2 weeks) of an abdominal drain. It is unknown if the patient was continued on pd therapy after initial hernia repair (sometime in (B)(6)) and during/status post mesh infection/removal. However, it was reported the patient was been able to continue cycler-assisted pd therapy without further complications. On (B)(6) 2017, the patient's contact made a service call reporting experiencing some drain alarms (during ccpd treatment) for the last month. At the time of the call it was revealed the patient had pd catheter repositioning (unknown date) with a prior history of pd catheter exit site infection ((B)(6) 2017). Treatment date for (B)(6) 2017 was captured during the service call. A clinical review of treatment data for (B)(6) 2017 was performed and did not indicate increased intra-abdominal pressure (iipv); 70% drain criteria, 150% fill criteria and 180% overfill check were met.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact and caregiver stated his wife began peritoneal dialysis therapy (B)(6) 2017 and stated around (B)(6) 2017 his wife was diagnosed with an abdominal seroma hernia about an inch and a half below her pd catheter. The exact dates were not provided. The exact date was not provided. The patient's contact stated the surgery was an out-patient surgery, and a mesh was placed for the hernia. The patient's contact stated his wife¿s catheter continued to function without issue. The patient contact stated about two months later the mesh became infected, and his wife required another outpatient surgery to have the mesh removed and a drain was placed for about two weeks to remove excess fluid from the hernia site. The patient's contact stated he and his wife were both trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated his wife was able to continue completing continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Medical records were requested.